Manufacturer narrative:
The technician tried to raise the head of the bed manually and there was no change. The technician replaced the head up valve cartridge to resolve the issue.

Event description:
Technician alleged no hed up function. No injury reported.